Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with an unknown gel implant and was presented with redness, swelling, pain and drainage on the left side. Surgical intervention was required. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 9/27/2019, mentor became aware that rupture was not inadvertently reported as the description stated "small hole on the left side". Based on the minimal information provided by the patient, it is not possible to determine the root cause of the event. Mentor takes a conservative approach to report this case as a rupture of the left implant. Should additional information become available, this case will be re-assessed and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).